Event description:
During an unknown procedure, the doctor was not able to apply a clip to the cystic duct or artery due to clip scissoring and clips dislogding each time he attempted to apply. This occurred with two separate devices. There was no pt consequence.